Event description:
Safeday IV administration set with universal spike, backcheck valve, three safeday valves, and spin-lock connecter. The IV tubing became separated near site of port while she was pushing medication through the port. Lot#0061906231 braun.